Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "during maintenance the device doesn't start after reboot. During start up the monitor show this message syncronisation time-out with alarm audibly continous." (2) health impact: no patient involvement therefore: no clinical signs, symptoms or conditions and problem identified during non-clinical procedure.